Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was in the 100 mg/dl range, compared with the sensor glucose reading, which was in the 60 mg/dl range. The customer stated that on another occasion, the blood glucose reading was about 215 mg/dl, compared with the sensor glucose reading of 130 mg/dl. The customer declined assistance from 24 hour help line for the matter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.